Manufacturer narrative:
The device history record was reviewed finding nothing that could cause or contribute to the reported failure. The sample was returned for evaluation finding the flat drain tube broken at the first eye at the beginning of the transition. The sample was examined under magnification finding no evidence of any punctures. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The instructions for use states the following precautions "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." An additional warning states: "drain breakage may require surgical removal." (B)(4).

Event description:
It was reported that when attempting to remove the drain from the left kidney, the drain broke. There was minimal resistance reported while removing the drain. The patient was taken to surgery for removal of the retained piece. The portion of the drain removed was matched to the remaining portion of the drain.